Event description:
It was reported that the customer was in the emergency room with diabetes ketoacidosis and high blood glucose of 466mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates and bolus wizard settings were correct. Performed the high pressure test and the test failed twice. The caller mentioned that the customer wears his infusion sets from two to five days. The self test was completed and passed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2014-81218.